Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The drive support disk was inspected with adhesive applied. However, a slanted drive support disk was noted. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. No noisy motor was noted during testing.

Event description:
It was reported that the customer received multiple no delivery alarms from his/her insulin pump. The no delivery alarms had been occurring during prime. It was also reported that the insulin pump's motor sounded strange and exhibited odd movements resembling jumps. The drive support cap was tilted. The customer's blood glucose level was 270 mg/dl. Troubleshooting was performed and the issue was resolved with an infusion set change. The customer was advised to revert to a back-up plan. The product is being returned. Nothing further was reported.